Event description:
During a laparoscopic cholecystectomy, the or staff was using the "strykerflow suction irrigator" and it was functioning properly, when staff noticed a green liquid flowing from the bottom of the battery reservoir. Staff then noted a puddle of green fluid on the floor, so they are unsure for exactly how long it was leaking for. Staff immediately replaced the unit with a new one, which functioned without issue.